Manufacturer narrative:
Batch review performed on 17 october 2024: lot 180810: (B)(4) items manufactured and released on 17-may-2018. Expiration date: 2023-05-07. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been sold with no similar reported event during the period of review. Lot 180810a: (B)(4) items manufactured and released on 4-oct-2023. Expiration date: 2028-09-16. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical studies department: a revision surgery was performed one month after the primary total hip arthroplasty (tha) due to a periprosthetic fracture. X-ray images confirm the presence of a femoral fracture, and the initial positioning of the femoral stem appears appropriate. While specific details regarding the traumatic nature of the fracture are not provided, periprosthetic fractures are well-documented complications, particularly during the early postoperative period when the bone may be weakened from the surgical preparation of the femur. There is no indication of any device malfunction in this case.

Event description:
Femur fracture at about 1 month from primary. Head and stem were revised successfully.